Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: unable to duplicate the complaint the black box shows an occlusion alarm on (B)(6) 2015 07:08; deliveries resumed at 08:43. The last bolus delivery and the last bolus delivery were on (B)(6) 2015. Pump completed 24hr duration testing with no alarms the daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the battery compartment is cracked above and below the bumper pad. The audio bolus button is intact but is unresponsive to presses. Unable to perform 10u audio bolus. Removed button cover; the white plastic slug was missing under the button cover.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was above 400 mg/dl and below 500 mg/dl with large ketones, excess urination, nausea, and symptoms of dehydration. It was reported the patient received phone advice from a healthcare provider and treated with insulin via injection. The reporter noted the patient discontinued pump therapy and the pump's settings were not recently changed. The reporter was unable or unwilling to perform troubleshooting; an inaccurate delivery issue was alleged. This complaint is being reported because the reported serious injury was attributed to an alleged pump malfunction of unknown cause.